Manufacturer narrative:
(B)(4). The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as mfg report numbers: 3005188751-2011-00175, 2030404-2011-00262 and 2030404-2011-00263. It was reported during an atrial fibrillation ablation procedure the pt developed a pericardial effusion. A brk needle was used to perform two transeptal punctures with the guidance of transesophageal echocardiography. Two non st jude medical sheaths were used to access the left atrium. A therapy cool path, inquiry optima and an inquiry steerable catheter were placed in the heart. While ablating the left superior pulmonary vein (lspv) the pt converted from atrial fibrillation to normal sinus rhythm. The pt then coughed causing the coronary sinus catheter to change positions. The coronary sinus catheter was stabilized and catheters were verified to appear in the correct positioning on the ensite navx model. The physician then proceeded with the procedure. The catheters and sheaths to perform ablation were moved into the right atrium. He then advanced the catheters back into the left atrium and attempted to reengage the lsvp and at this time the pt became hypotensive and an echocardiogram confirmed the presence of a pericardial effusion. A pericardiocentesis was performed and the pt stabilized. The procedure was terminated following the pericardiocentesis.